Event description:
It was reported that the patient received resorbable bone void filler in a right tibial tumorous lesion, following a hemi-diaphysectomy for a cortical hemangioma. Approximately 7 weeks post-op, the patient presented with symptoms of infection. It was reported that in the area of the posteromedial aspect of the middle third of the right tibia, the area presented with redness, heat, suture dehiscence and a fistula with minor secretion. Patient did not have a fever. The patient was hospitalized for 3 weeks, during which time he underwent multiple wound lavages and debridements. The graft material was explanted, the void was filled with bone cement mixed with vancomycin, the wound was closed and a wound vac was placed. The patient¿s current condition was reported as ¿very good.¿

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record found that the product was manufactured per procedure and met all release criteria. There were no non-conformances during manufacturing. The product was terminally sterilized using gamma radiation, within the required dosage rate, and was delivered sterile as labeled. The manufacturer has received no additional reports of infection involving any other grafts from the subject lot of product. The tissue recovery organization which provided the donor tissue to the manufacturer was notified of this report and has confirmed that they have received no additional reports of infection involving any other tissues procured from the subject donor. Based on these findings, the manufacturer¿s medical director has concluded that there is no reasonable medical evidence to connect the implanted graft to the patient¿s eventual infection. This investigation is considered closed.